Manufacturer narrative:
No product will be returned per customer. The customer complaint of smartsite extension set separation was confirmed per picture received by customer. The separation was between the pvc tubing p/n 660133 to the smartsite p/n 12274436 outlet port. Device history record could not be performed on model 20029e due to no lot number or smartsite laser number being provided by customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a smartsite extension set separated during an infusion. There is no report of patient harm.